Manufacturer narrative:
Correction: first awareness date should have been (B)(6) 2026.

Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure with known noise and high capture threshold issue on the right ventricular (rv) lead. Interrogation of the pacemaker noted that the rv lead had also failed to capture. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.